Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid(5 mg/ml) at unknown dosage via an implantable infusion pump. It was reported that the patient experience fluid accumulation around pump, pain and swelling. The patient showed signs of infection early on after implantation, the patient tried multiple rounds of antibiotics before the hcp decided to remove pump in order to treat infection. The patient history of multiple back surgeries. The issue was not resolved and patient status was alive without injury. No further complication was reported.